Manufacturer narrative:
The reported events were perforation and extra cardiac stimulation. As received, a complete lead was returned for analysis. Examination of the lead found the helix retracted with traces blood. After cleaning, and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and the test results were within product specification. The reported events of inadequate capture, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. Upon review, it was discovered that the a micro perforation was observed. The lead was explanted and replaced. The patient was stable before, during, and post procedure.